Event description:
It was reported that during a gastric bypass procedure, it was observed that the end of the stapler would not lock in place. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. D4: batch #unk. Additional information was requested, and the following was obtained: please provide more details for "end of the stapler will not lock in place." Did the staple jaws were unable to be closed? Or did the articulation could not be locked to the desire angle? - after repeated reloads, the device immediately distal to the articulation joint exhibits decreased positional stability¿ (wavelike movement). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a jaw of a device. It shows the user repeatedly moving the jaw with the anvil open and closed. An unexpected movement of the jaw was observed based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9922h, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #a9922h. Corrected data d4: UDI#. Video analysis this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a jaw of a device. It shows the user repeatedly moving the jaw with the anvil open and closed. An unexpected movement of the jaw was observed investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage and with no reload present. Upon analysis of the device showed that the articulation joint was loose and that the position of the end effector could be moved by pressing on it without the use of the articulation buttons. The device was tested for functionality and no issues were seen with powered articulation, homing, or firing. A test firing was performed in the straight position with a test reload. There were no issues with completing the firing cycle and the knife returned automatically. The staple line and cut line passed release criteria. After further evaluation, the device was CT scanned to inspect the articulation joint. Damage was seen to the articulation locking mechanism and part of the articulation mechanism. We also saw bending of the laminates. The device was disassembled to confirm the CT findings. Upon disassembly the damage to the articulation mechanism, articulation laminates and articulation locking mechanism were confirmed. Based on the damage seen, it is suspected that some force was exerted on the end effector in a lateral manner that resulting in deformation to the components that would not allow the device to be re-assembled in a normal fashion. This type of damage has been seen when a side load is applied to the end effector and was able to be replicated by applying a side load and not supporting the joint during reload removal. However, no conclusion could be reached as to what may have caused this condition. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife when any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9922h, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number a9922h, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. Corrected data: 2a, 2b. Additional information received: an internal rapid response call was held on 2/4/2026, including: pms, sales representatives, engineering, marketing, r&d, medical safety officer, and customer quality. There are a few different issues: issue #1- bleeding/oozing on the staple line, surgeons are now wondering if they should use slr since the staple line is so oozing. Issue #2 - after repeated reloads, the device immediately distal to the articulation joint exhibits decreased positional stability¿ (wavelike movement). Surgeons experience with the device is less than 6 months. 5-7 sleeves a week and 2-3 bypasses a week. Been using ethicon products for decades. Surgeons are wondering if they should change their technique. They used to see dry staple lines and stopped using slr and surgical, clip appliers, etc. No complaints or issues until the first issue this year. Patients had to be given blood transfusion due to bleeding ((B)(4)) , stay an extra 5 days due to bleeding and the end factor starting to wiggle and loosen up. Ethicon engineer went over reasons why the end factor would wiggle a little bit. For ((B)(4)) the end factor would articulate by itself when putting in another reload. The surgeons always pulse fire the devices. The engineers went over the articulation issues and how we have never seen these issues straight out the package. Went over how the articulation works mechanically. Ethicon went over post market surveillance review.